Event description:
Caller alleged discrepant results between inratio and coaguchek meters. Pt is changing his coumadin levels based how the inratio compares to the coaguchek. Doctor does not use a reference lab. Inratio results were 1.7, 1.9, 2.0, 2.3 and coaguchek getting 3.0. According to caller, "no vitamin k or adverse incident on this event, just normal dosage changes."

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: 2009; 1st inr = 1.7; 2nd inr = 1.9; 3rd inr = 2.0; 4th inr = 2.3. 3.0 inr is excluded from the list due to different instrument (coaguchek) utilized. Inratio meter - mean: 2.0; sd: 0.3; %cv: 12.7. The 12.7% cv is less than 20%. Inratio meter results pass the criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with coaguchek results provided by end-user at time complaint was filed: see scanned table. Coaguchek was used as reference for inratio meter results. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Device was not returned for eval. No further investigation will be required. As of four days later, 4 discrepant results complaint was reported for lot # 080868 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.